Manufacturer narrative:
The customer reported issue of the air trap block on the thermogard ivtm system (serial # (B)(6) is defective was not confirmed during functional testing. The air trap was functioning as intended during the testing. The probable cause for the customer reported air trap issue was likely due to saline liquid spilled into air trap sensors and prompted the console to generated "m ID:09 (air trap assembly) error message" as indicated in the archive data review. The reported complaint of the top cover was cracked was confirmed during visual inspection. This type of physical damage was likely due to user mishandling. The front cover needs to be replaced to address this issue. Unrelated to the reported complaint, during visual inspection, observed broken top lid, pump lid and saline bag hook. These types of physical damages are likely due to user mishandling. Also, observed degraded cold well cap and cold well gaskets, damaged power cord and air bubbles on window display. These types of faulty/damaged components are likely due to normal wear and tear. All faulty/damaged components needs to be replaced. In addition, the white rollers do not rotate, observed rollers installed reversed likely due to attempt by user to disassemble and assemble. The white rollers needs to be reinstalled correctly to address this issue. Event log data was downloaded and showed multiple m ID:09 (air trap assembly) error message. During functional testing, the thermogard xp ivtm system failed the verify slew rate test (33 to 25 minutes test) and tm-024 test (cooling engine power measurement test), unrelated to the reported complaint. The root cause of these issues were due to a defective cooling engine (ce) likely attributed to normal wear and tear. The thermogard console was manufactured in august 2012 and is 8 years old, past its service life of 5 years. The ce assembly needs to be replaced to remedy the fault. Waiting on customer's approval for service repair.

Event description:
Correction in b5 based on instigation review meeting - added "block" next to air trap. The air trap block on the thermogard ivtm system (serial # (B)(6) is defective and the top cover is cracked. Patient use information was requested but no additional information was provided, therefore patient use is unknown.

Manufacturer narrative:
The customer reported issue of the air trap on the thermogard ivtm system (serial # (B)(6) is defective was not during functional testing. The air trap was functioning as intended during the testing. The probable cause for the customer reported air trap issue was likely due to saline liquid spilled into air trap sensors and prompted the console to generated "m ID:09 (air trap assembly) error message" as indicated in the archive data review. The reported complaint of the top cover was cracked was confirmed during visual inspection. This type of physical damage was likely due to user mishandling. The front cover needs to be replaced to address this issue. Unrelated to the reported complaint, during visual inspection, observed broken top lid, pump lid and saline bag hook. These types of physical damages are likely due to user mishandling. Also, observed degraded cold well cap and cold well gaskets, damaged power cord and air bubbles on window display. These types of faulty/damaged components are likely due to normal wear and tear. All faulty/damaged components needs to be replaced. In addition, the white rollers do not rotate, observed rollers installed reversed likely due to user error. The white rollers needs to be reinstalled correctly to address this issue. Event log data was downloaded and showed multiple m ID:09 (air trap assembly) error message. During functional testing, the thermogard xp ivtm system failed the verify slew rate test (33 to 25 minutes test) and tm-024 test (cooling engine power measurement test), unrelated to the reported complaint. The root cause of these issues were due to a defective cooling engine (ce) likely attributed to normal wear and tear. The thermogard console was manufactured in august 2012 and is 8 years old, past its service life of 5 years. The ce assembly needs to be replaced to remedy the fault. Waiting on customer's approval for service repair.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
The air trap on the thermogard ivtm system (serial #: (B)(4)) is defective, and the top cover is cracked. Patient use is unknown.